Manufacturer narrative:
Batch review performed on 03 january 2022: lot 2108135: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 03 january 2022: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2105978. Lot 2105978: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months from primary the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.